Event description:
It was reported that during intra-aortic balloon (iab) therapy, during the end of the surgical procedure, disconnection from the extracorporeal circulation circuit was difficult, so placing an iab counterpulsation device was necessary. Resistance to the insertion was not encountered, and the patient was subsequently transferred to intensive cardiovascular therapy. During admission to the critical care unit, st-segment elevation was identified in di, avl, and v3 to v6, and significant elevation of high sensitivity troponin I besides deterioration of ventricular function (ejection fraction 20%). The patient was transferred to the cardiac catheterization room, where graft occlusion was confirmed. The arterial approach was femoral, but it was difficult to access the guidewire, so that aortic dissection was suspected. Therefore, the patient underwent computed tomography, which showed ascending aortic dissection and aortic perforation due to the iabp. The iabp was found in the false lumen, perforating the aorta with the distal end at t5-t6. A left paravertebral collection with a density of 50 hu was observed, which suggested blood collection. The arterial approach was femoral, but it was difficult to access the guidewire, so that aortic dissection was suspected. It was determined that the mortality associated with vascular surgery for aortic repair was high, so a collective decision to withdraw the iabp and to pursue endovascular treatment of aortic dissection and perforation would be the correct course of action. From a right radial approach, a pigtail catheter was placed in the aortic arch to perform aortography. Through the same vascular access, a hydrophilic guidewire was inserted. Simultaneously, the iabp was removed, and the guidewire was advanced to the femoral region. Without complications, it was possible to place a covered, non-fenestrated aortic stent graft (30 x 200 mm). Three weeks later, the patient was discharged from the hospital. The rapid identification of a type v perioperative infarction made it possible to identify the vascular injury secondary to the mechanical assistance device used, which might have gone unnoticed.

Manufacturer narrative:
Initial reporter full name: (B)(6). Complete event site name: (B)(6). Event site postal code: (B)(6). Additional concomitant products :hydrophilic guidewire/ pigtail catheter. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, being that the involved product was not a getinge product.  As a result, no follow up emdr is necessary.  Please cancel in your database. Complaint record ID # (B)(4).

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, being that the involved product was not a getinge product.  As a result, no follow up emdr is necessary.  Please cancel in your database.